Event description:
A covidien sales representative reported that it was observed that a maxfast sensor was being used with another company's pulse oximeter and the spo2 readings were at 100%. When the hospital personnel titrated the fio2 to 40%, the abg was drawn and results were found to be sao2 "in the 50s" with a saturation of 86.7, ph at 7.5 and hbg of 8.4, however, the monitor maintained a reading of 100% spo2. An unknown digit sensor was then reportedly placed on the patient and the fio2 was increased to maintain an "acceptable" spo2 level. The patient expired later in the day while wearing an unknown digit sensor. However, it is not suspected that the use of the maxfast sensor resulted in the adverse outcome to the patient.

Manufacturer narrative:
Device was requested to be returned for failure investigation. Covidien has attempted to obtain more information from the facility.